Event description:
The customer stated that her blood glucose reading was 823 mg/dl. The customer stated that the insulin pump had alarmed auto-off the night prior to the phone call, so she had disconnected from it. On the day of the phone call, the customer noticed that she had forgotten to reconnect to the insulin pump, so she reconnected. However, the customer sounded disoriented and her speech was slurred, so paramedics were called. After the paramedics' visit, the customer called back to perform troubleshooting. The customer stated that the paramedics did not treat her; she just bolused with the insulin pump while they were there. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer called back again and stated that she felt sleepy and her blood glucose reading was 361 mg/dl. Paramedics were again called, and when they arrived the call was disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.